Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the unit was not turning on due to a defective power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since there was a burnout of parts in the power supply, it is likely the power supply failed due to the user's power supply environment exceeding the rating of the device concerned.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not be turned on. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power unit. There was no report of patient injury associated with the event.